Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for four patients tested on a cobas 8000 e 801 module. Erroneous results were generated for the following assays: the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 iii assay. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay and refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The customer initially tested the samples on their e801 analyzer on (B)(6) "2019". The samples were repeated on a centaur analyzer. The samples were also provided for investigation where they were tested on a cobas e 411 immunoassay analyzer on (B)(6) 2019, a cobas 8000 e 602 module on (B)(6) 2019, and a second e801 analyzer on (B)(6) 2019. No adverse events were alleged to have occurred with the patients. The serial number of the customer's e801 analyzer was asked for, but not provided. The serial number of the e801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 348359, with an expiration date of 31-oct-2019 was used on this analyzer. The serial number of the e602 analyzer used for investigation is (B)(4). Ft3 reagent lot number 341685, with an expiration date of 30-jun-2019 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 314666, with an expiration date of 28-feb-2019 was used on this analyzer.

Manufacturer narrative:
For sample (B)(6), a sample was provided for investigation. An interfering factor was detected. This interference is documented in product labeling for the assay. For the other samples, the observed difference between roche diagnostics analyzers verses a competitor system are most likely related to the overall setups of the assays, the antibodies used and, differences in reference materials methods and the standardization methodology used. The investigation did not identify a product problem.